Event description:
Reporter stated the customer received results of 8.0-9.0 mmol/l for 3 days on his performa system. He did not inject insulin during this time as he did not feel it was necessary. He became agitated and seemed unwell, and his friend contacted an ambulance. He was transported to the hospital, and his blood glucose was 38.9 mmol/l when he arrived. He was treated with insulin to decrease his blood glucose, and he was discharged the following day. The meter was last used at 4:28 p.m. On 04/20/2015, and the result was 8.2 mmol/l. The ambulance was called after this. The customer does not know what test strips he was using, as the alleged test strips were discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.